Manufacturer narrative:
(B)(4). Date sent: 5/25/2023. Additional information was requested and the following was obtained: can more detail be provided on what was the surgical procedure? - approximately how long was the procedure? - what is the surgeon's experience with the devices? - is a generator event log available? - the event description references the hp blue hand piece and har9f (focus +). What component or item became hot (hand piece, device, device shaft, clamp arm, etc.)? - hand piece, clamp arm and clamp shat pin were getting hot. What messages were displayed on generator screen when the device became hot? - there was no massage on display when the device became hot. Before the device became hot, "tighten assemble" was displayed. What heat management techniques were used by staff between device activations? - was the distal shaft of the device or clamp laid on the patient between uses? - approximately how long after beginning of surgery did the burn occur? - what was the anatomical location of the burn - are any pictures of the burn available? - what the patient¿s post op care altered in any way? - what is the patient's current status? - what is the status of the hand piece and har9f returning for investigation?=> the sales rep is going to have an interview to the surgeon. I report the additional information as fast as possible after the interview.

Manufacturer narrative:
(B)(4). Date sent: 6/14/2023. Investigation summary: per handpiece screening procedure, the handpiece was evaluated and it was determined there were no issues with the handpiece. Ethicon endo-surgery independencia is the only authorized site to perform analysis on handpieces.   Any information provided by an affiliate or affiliate technical service, as to the ¿alleged failure¿ of the handpiece, is only an assumption and cannot be accepted as the reported failure. As the device was not returned to ethicon endo-surgery independencia, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that, during an unknown procedure in breast surgery, hpblue, clamp arm and shaft became heated, and the patient gut burned. The additional resection was performed to the burnt part. ¿tighten assembly¿ was displayed before starting the operation, but the error was improved by reassembling the device. The blade tip was not broken off and no pieces fell into the patient. The device was used as is to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 5/1/2023. D4 batch #: v94j9a. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: - can more detail be provided on what was the surgical procedure? - approximately how long was the procedure? - what is the surgeon's experience with the devices? - is a generator event log available? - the event description references the hp blue hand piece and har9f (focus +). What component or item became hot (hand piece, device, device shaft, clamp arm, etc.)? - what messages were displayed on generator screen when the device became hot? - what heat management techniques were used by staff between device activations? - was the distal shaft of the device or clamp laid on the patient between uses? - approximately how long after beginning of surgery did the burn occur? - what was the anatomical location of the burn? - are any pictures of the burn available? - what the patient¿s post op care altered in any way? - what is the patient's current status? A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.